Event description:
Home pt called baxter technical service center to report the pt line of the homechoice cassette accidentally disconnected from their transfer set during their automated peritoneal dialysis treatment using the homechoice machine. The service technician walked the pt through ending treatment. Follow up with pt indicated they disconnected themselves in their sleep. Pt completed treatment with a manual exchange. Per pt, no pt injury or medical intervention was associated with this incident.